Event description:
During a ptca procedure, balloon removal difficulties were encountered. The lesion being treated was located in the proximal left anterior descending coronary artery. Following successful intervention at the lesion site, the nc monorail 9/5.0 mm balloon was completely deflated, but the balloon was winged and unable to be pulled into the guide catheter or into the sheath. In maneuvering the balloon to the tip of sheath, it separated from the shaft. The balloon was successfully snared and removed, but as noted on fluoroscopy, a marker band remained embedded in the pt's tissue. A surgeon determined that the exact location of the marker band was unknown and elected not to attempted to retrieve it.